Event description:
It was reported that the patient had a pump refill on (B) (6) 2010. The patient's spouse stated that her husband was admitted to the hospital for an unspecified reason. The physician in the hospital told the patient that the pump was due to alarm (B) (6) 2010. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).